Event description:
The manufacturer representative reported in 2007, the pt was diagnosed with a granuloma. No pt symptoms were reported. The drug used in the pump is prialt 7 mcg/ml at 2.2 mcg/day, morphine 8.4 mg/ml at 2.6 mg/day, clonidine 250 mcg/ml at 78 mcg/day. The distal portion of the catheter was disconnected and remains in the pt. A new catheter was connected to the old one and the pt's drug was changed to dilaudid (dose and concentration unk). Add'l information has been requested from the hcp, but was not available on the date of this report.